Event description:
Preoperative diagnoses: vaginal mesh erosion following placement of prolift mesh implant, pelvic pain, and frequent urinary tract infections. Postoperative diagnoses: vaginal mesh erosion following placement of prolift mesh implant, pelvic pain, and frequent urinary tract infections along with rectocele. Procedure: excision of exposed vaginal mesh, cystourethroscopy, posterior repair.